Manufacturer narrative:
No other adverse pt effects were reported. If additional info is received, a follow-up report will be submitted. Definition of eval: no eval will be performed. Remedial action - this catalog number was subject to a recall on an unrelated quality issue.

Event description:
3m received from a customer that her mother sustained a 3rd degree burn to her right upper chest and was treated with keflex and polysporin. She suspects the 3m red dot monitoring electrode were left on during an MRI (magnetic resonance imaging). The package warning states use of lead wires and electrodes in MRI procedures may result in serious pt burns.